Event description:
It was reported that the patient presented remotely via merlin.net transmissions to the abbott technical services. Upon review of the electrocardiogram (egm), the patient's left ventricular (lv) lead was noted to have loss of capture. No intervention performed was reported. No patient consequences was reported.